Event description:
Event: pt was in a sizewise bariatric bed made to accommodate patients as large as 1000 pounds. This bed has a power driver that is attached to the headboard. This driver is connected by a wire to a battery that is attached to the bed frame, so that the patient and bed can be pushed down the hall with the aid of a motorized wheel. In this case; however, while the patient was just in her room, headboard of the bed was removed quickly, apparently by someone who did not know to disconnect the wire from the battery. The wire broke, exposing bare wires that were still connected to the battery. There were sparks, and the bed frame and suction tubing were singed. The nurse unplugged the bed, got the patient off of the bed and took the bed to the hallway, so there was no patient involvement at all. Maintenance and the internal facility staff who manage specialty beds were called. When showing them the problem, the rn, thinking she was safe since the bed had been unplugged, touched the wires and suffered a 2x3cm 2nd degree burn.